Manufacturer narrative:
Internal complaint reference: (B)(4). The reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolated event. A review of the instructions for use found: read these instructions completely prior to use. Do not push the deployment slider twice or the second implant will deploy prematurely. Do not push the deployment slider until the needle is fully penetrated through the meniscus to the preset depth or t2 will deploy prematurely. A visual inspection revealed the depth gauge has been moved from the manufactured specification, the needle appears to be slightly bent horizontally and more curved than manufactured. The suture was not returned with the device. A functional evaluation revealed that the depth gauge moves when attempted. The deployment knob couldn't be pushed to deploy anchors as the needle is bent enough to prevent deployment. A review of the complaint revealed there were no patient injuries reported and no apparent patient impact based on the details provided. Therefore, no further medical assessment is warranted. A review of risk management files found that the reported failure was documented appropriately. The complaint was confirmed. Factors, which could have contributed to the complaint event, include an application of inappropriate or excessive force to the device or accidental deployment. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during the acl reconstruction procedure, the t's were simultaneously deployed. A backup device was available to complete the procedure with no significant delay or other complications. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.